Event description:
It was reported that the insulin pump was not giving a no delivery alarm when experiencing high blood glucose levels. It was stated that the customer's blood glucose levels go back to normal after changing the infusion set, but after one day of use they begin to elevate again. Troubleshooting was not possible as the customer did not have a tubing clamp. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.